Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The pt was reported to have multiple medical problems. Aneurysm and vessel morphology are unknown. The procedure notes state that the pt presented to the e.r. With a blood pressure of 80-100mm hg and was taken to the operating room after a computerized tomography scan revealed a ruptured abdominal aortic aneurysm. The physician states that the pt had anatomy favorable to placement of an endovascular stent graft to treat the ruptured aneurysm. The pt was prepped and draped in the usual sterile fashion. The pt's abdomen was reported to be somewhat distended but not tense. The femoral arteries were exposed, and the bifurcated stent graft was advanced up the left side without difficulty. Contrast was injected to identify the renal arteries, and the stent graft was deployed immediately below the renal arteries with a crossover technique. The runners and nose cone were retracted without migration or difficulty. The contralateral gate was cannulated without difficulty, and an iliac limb was deployed through the right side. The iliac landing zones were dilated with a 12mm angioplasty balloon. The pt was reported to be stable after the stent grafts were deployed, and angiography revealed excellent seals bilaterally with no evidence of migration or proximal endoleak. Flow was re-established to the legs, and the incisions were closed. The pt remained stable, but failed to have any significant urine output. The pt subsequently developed a firm, distended abdomen with an elevated bladder pressure; therefore, abdominal compartment syndrome was suspected. A small exploratory laparotomy was performed, and a moderate amount of blood and fluid were suctioned from the abdomen. The pt's abdomen were reported to be under significant pressure and a large retroperitoneal hematoma was noted. The hematoma was entered from the lateral right side and a large amount of partially clotted thrombus was evacuated. This decompressed the abdomen. A small, persistent leak was noted in the retroperitoneal space that was found to be coming from the upper right side of the aneurysm sac at the site of the rupture. The physician states that the tamponade on the aneurysm sac from the retroperitoneal hematoma has been released, which allowed continued bleeding from the aneurysm sac. The decision was made to convert the pt to open surgical repair of the aneurysm. A midline incision was made, and the aneurysm sac was entered. The stent graft was reported to have a seal at all three landing zones, and bleeding from the aneurysm sac was coming through the lumbar and inferior mesenteric arteries. The stent graft was removed, and a hemashield graft was sewn into place. While the graft was being sewn into place, the pt temporarily went into cardiac arrest and was successfully resuscitated. Flow was re-established to each leg, and the incisions were closed. The pt was transferred to the ICU in critical condition. It was reported that the pt subsequently died of multi-organ failure from blood loss.